Event description:
Careless fill of liquid oxygen reservoir for home oxygen therapy. Apparently pressure valve broke from over-filling by driver; unit continuously vented overnight. In the morning, the unit suddenly began venting uncontrollably, with the oxygen billowing out to the floor, down the hall, with no way of stopping it. The tank is in my bedroom because I'm on oxygen 24 hours. I called home oxygen co shortly after 8:30 am and got no help whatsoever. I was on the phone for over 30 minutes with them, they knew the situation and suggested if I was concerned I should move this tank outside. I told them I was physically unable to move this heavy a tank. Additionally, they knew liquid oxygen was spilling out. Had I even tried to move it, I would have been severely burned. I called the fire dept; 2 firemen with heavy protective gear, moved the tank outside. The captain talked to the dispatcher at home oxygen co, told him this had been a dangerous situation inside, and while the tank was now outside venting freely into the atmosphere, they needed to send someone out within the hour. Home oxygen co agreed, but it was several hours before anyone arrived with a replacement tank for me. Either the tank was defective or the home oxygen co employee who filled it the previous day was careless and damaged the valve. The home oxygen co employee could not have checked the pressure after replacing my tank since it was already venting. I recommend home oxygen co equipment be thoroughly investigated; their employees be tested for procedures in handling oxygen equipment; and their complaint record be reviewed. Their service is inadequate and dangerous.